Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan202.

Event description:
The customer reported that while the ventilator was connected to a patient it alerted to a proximal line disconnect. The device was in use with a patient at the time of the issue and the customer swapped out the ventilator without additional reported harm to the patient. The nursing staff checked the ventilator and confirmed all connections were good with no kinks in the proximal pressure line. The biomed plans to perform full performance verification testing prior to placing the ventilator back into service.